Manufacturer narrative:
The device was implanted off label.

Event description:
The following information contained in the progress report titled "review of seizures following deep brain stimulation of the anterior cingulate cortex for chronic refractory pain" was reported by a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding patient's who were implanted with an implantable neurostimulator (ins) for pain. Summary: the anterior cingulate cortex (acc) dbs implant program was pioneered in (B)(6), by (B)(6), treatment done as clinical intervention, the program did not require research ethics review ((B)(4)). Two patients had ipg site infections requiring explant of deep brain stimulation (dbs).